Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to advance and retraction problem associated with clip arm became attached to the clip introducer appear to be related to user technique due to the user heavily rotated the catheter counterclockwise and misaligned the devices. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was selected for treatment. However, while inserting the clip introducer (ci) into the steerable guide catheter (sgc) hemostatic valve, the user had heavily rotated the catheter counterclockwise in order to align the blue lines, the clip was advanced but had misaligned. While retracting the clip, the clip arm became attached to the clip introducer. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.